Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker replacement that occurred on (B)(6) 2018, the user could not insert the already implanted ventricular lead (beflex rf46d) into the ventricular port of the subject pacemaker. After several attempts, the user implanted another device without any problem.

Event description:
Reportedly, during a pacemaker replacement that occurred on (B)(6) 2018, the user could not insert the already implanted ventricular lead (beflex rf46d) into the ventricular port of the subject pacemaker. After several attempts, the user implanted another device without any problem.

Manufacturer narrative:
Please refer to the attached investigation report.